Event description:
It was reported that the pt presented with suture spitting after undergoing a utero-sacral colpopexy performed in 2001. The pt displayed pain, bloody discharge, and suture spitting. The physician removed suture from apex of the vagina. Granulation tissue was noted at the suture site.